Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using the in-house contour next ez meter with the in-house contour next test strips, which gave satisfactory performance. Additionally, a device history record was reviewed for the contour next ez meter (serial # (B)(6) and no manufacturing anomalies were found.

Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. The meter did not pass fixture test. Upon further evaluation, the meter switched on as expected. The customer service mode was run and no anomalies were found. A strip was inserted into the meter strip port, however, the meter did not respond. Compressed air was used to clear any debris from the strip port and strip was reinserted into the meter strip port and the meter responded. Failure of fixture test was attributed to the strip port being blocked with debris. An in-house testing was performed using the returned meter with in-house contour next test strips and in-house contour next control solution, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that since (B)(6) 2019, his blood glucose readings were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. Replacement meter and test strips were sent to the customer.